Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 20132, event site state - mi), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer evaluated unit and confirmed defective cable reel. Fse replaced of cable reel, repair completed. Operational tests carried out with positive results. The fault did not cause damage/inconvenience to operators/patients or delays.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon (iabp) unit reel ac power cord was interrupted. It was damaged by the nurse during the moving of the cardiosave from hemodynamics to ICU. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.